Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 20930206/20930206, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient experienced anxiety when using the spinal cord stimulator (scs). No device malfunction was suspected. The patient underwent an explant procedure.